Event description:
During orthopedic case, the device was noted to make a chattering/clicking noise when in use. No pt injury.

Manufacturer narrative:
Evaluation of the returned sampled determined that the device had leaks through bellows down to the battery compartment which producted unit failure during use. Cause of failure determined to be improper bellows assembly.